Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Use history: unable to extract usage history. The equipment's motherboard is damaged. Analysis of use history: not applicable. Functional analysis: infusion performance test: programmed flow: 4.17 ml/h programmed time: 24h00min resulting volume: 100ml infused volume: 101ml error: +1.0% (approximate volume for more) infusion time: 23:58:53 error: -0.1% result: approved visual analysis: equipment appears normal as used. Conclusion: as the equipment's motherboard is damaged, it was not possible to extract the usage history to analyze it. The user's complaint was that after 24 hours of infusion, the medicine bag remained full. We understand that the complaint is that the equipment is not performing the programmed infusion. In the performance test, we programmed a volume of 100ml to be infused in 24 hours, with a resulting flow rat of 4.17ml/h. The test result showed that ht equipment is infusing correctly precisely according to programming. Technical complaint that the equipment does not infuse was not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "under infusion / operating unit". According to the complainant the patient was infused 24 hours of parenteral nutrition therapy, but the bag was full at the end.